Event description:
It was reported that the patient experienced loss of stimulation and the leads had multiple fractures. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500 , model: sc-2317-50 , serial: (B)(6), batch: 7078123.